Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the overlay tubing of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, low sensing and had dislodged. A lead revision was attempted but was not successful. The lead was removed and replaced. No patient complications have been reported as a result of this event.